Event description:
A scrub technician reported that during a procedure, a system message displayed. The system was rebooted following a 20 minute delay. In the middle of the same procedure, the same system message displayed. There was another 20 minute delay to reboot the system, however, the system would not reboot. The system was exchanged and the case was completed without harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).